Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged imprecision with inratio meter. Results as follows: date: (B)(6) 2011; inratio: 3.0. Date: (B)(6) 2011; inratio >7.5, >7.5 (30 mins later). Pt's therapeutic range: 2.5-3.0 inr. On (B)(6) 2011, pt's blood appeared light colored and thin. Pt experienced some bleeding.